Manufacturer narrative:
The mtml was returned to isi and evaluated. Failure analysis was unable to be reproduced the customer reported failure mode. However, failure analysis confirmed that related system error code 23032 as having occurred via the system logs. A visual inspection was performed. Sine cycle was performed without any issues. Tests performed via dte and matlab passed. No trouble was found with the evaluation of the mtml. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the site was getting a recoverable fault involving the left master tool manipulator (mtml). The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). The site power cycled the system several times prior to contacting an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The customer reported issue was not resolved with further troubleshooting and the site made the decision to abort the planned surgical procedure. At the time the event occurred, the patient was under anesthesia and ports had already been placed. The patient was awakened and the surgical procedure was rescheduled. On 09/17/2017, an isi field service engineer (fse) performed a field evaluation at the site. The fse replaced the mtml to resolve the customer reported issue. The fse then tested the system and verified that it was ready for use.